Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Prover states the clip that hold the pin is missing and caused the pin to fall out.